Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10cl-us is available in the USA with a 510k number: k190805. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos module with drive pcb video image freezing. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.